Event description:
It was reported that the crosslink center nut was broken off during tightening. There were no patient complications.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. It was reported that the hospital discarded the implant following surgery. Unable to determine cause of the event.